Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by the customer, the catheter was removed because the patient was experiencing burning on flushing with saline. The device was checked and fissured, partial breakage about 8-9 cm from exit site. Secured with a secureacath. The device was discarded after event. There was no reported harm to the patient.